Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal circumflex artery that was heavily calcified, mildly tortuous and 90% stenosed. A 2.5 x 15 mm trek rx bdc did not cross the lesion at the first attempt, so the device was removed and the lesion dilated with a 1.5 mm balloon. Then the same trek rx bdc was able to advance to the lesion with resistance. Once at the lesion, on the third inflation the trek rx balloon ruptured; however, the lesion was not fully dilated due to heavy calcification, so a cutting balloon catheter was used but could not dilate the lesion either; therefore, no further treatment was performed to complete procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.